Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 300cc mentor memorygel breast implant experienced an out of box rupture pre-operatively. No patient consequence and no adverse event were reported. Furthermore, no procedural delays were reported.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/19/2020. Device evaluation summary: according to the information received, the customer reported that the implant was found ruptured inside the box. During visual evaluation of the sample no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Manufacturer¿s reference number: (B)(4).